Event description:
It was reported that a battery eroded through the skin and had to be replaced. The reporter stated that there was no patient injury, and the patient recovered without sequela. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 3778-75 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3778-75 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 3550-39 lot# n332669, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
No device analysis was performed; the device met risk based criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.